Event description:
The customer, (B)(6), was using an ohmeda phototherapy light manufactured by burton medical. The customer communicated a complaint to (B)(4) -ohmeda- who in turn provided burton medical with the following description of the incident: "spot light appears to be overheating. Pt incident box on tag was checked for yes. Also, informed by doctor that unit possibly burned pt." (B)(4) reported that the light was properly maintained and the correct manufacturer's recommended bulb was in place at the time of the incident. Additional info was requested from (B)(6) regarding the operating parameters of the unit at the time of the incident, and the possible injury. To date, no additional info has been received. Burton intends to file a follow up MDR should additional relevant info be forthcoming.